Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to user related (example: contact with sharp object/ exposure to petroleum based products/ mechanical failure/ operator error). The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box." The device was not returned.

Event description:
It was reported that the foley catheter balloon was ruptured. Stated that patient had dysuria for 7 years and found a penile mass one year ago. After a biopsy on may 17, patient was given an indwelling catheter. Also stated that the replacement of the tube caused an adverse event that increases the patient's distress and the risk of foreign residue in the body.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter balloon was ruptured. Stated that patient had dysuria for 7 years and found a penile mass one year ago. After a biopsy on (B)(6) 2021 patient was given an indwelling catheter. Also stated that the replacement of the tube caused an adverse event that increases the patient's distress and the risk of foreign residue in the body.